Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment which could not be resolved. The operator reported that they could not see any visible air. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to disposal of the cartridge without rinseback of the patient's blood. The exact cause of the venous air alarms cannot be determined. The disposable cartridge was not available for evaluation, however, the alarms are unlikely related to the disposable as they occurred during the treatment. The user's guide provides adequate instructions for troubleshooting air alarms. No similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.